Event description:
The manufacturer received information alleging a ventilator's tidal volume failed to reach the targeted value and the patient's blood oxygen saturation decreased. The patient needed to be placed on a different ventilator. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's tidal volume failed to reach the targeted value and the patient's blood oxygen saturation decreased. The patient needed to be placed on a different ventilator. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device was recalibrated to address the issue.